Event description:
It was reported that within a week after implant, the right atrial (ra) lead had a rise in thresholds and occasional undersensing. It was also reported that the patient was experiencing diaphragmatic stimulation. An echocardiogram showed a small non-concerning pericardial effusion. The patient also received an xray. The ra lead was reprogrammed and then later repositioned. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2014-(B)(6). (B)(4).